Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the patient¿s 6 weeks post implant follow-up it was observed that there were 17 monitored ventricular tachycardia (vt) episodes on the egm (electrogram) demonstrating noise. In office testing was done and some noise was seen on the extravascular (ev) lead in ring 2-can while pushing hands together and pushing off seat. It was also suspected that the prior noise might have been limited to myopotentials on the ev-lead. Additionally, it was suspect that the extravascular implantable cardioverter defibrillator (ev-ICD) was sensing noise that was emi (electromagnetic interference) oversensing from an external source. Reprogramming was done and the ev-lead and ev-ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.